Manufacturer narrative:
(B)(4). Records indicate this device and lead remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information via remote monitoring system that this implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurement of greater than 2,000 ohms. High pacing threshold measurements were also noted. The patient rarely paces so the high threshold was not concerning. Boston scientific technical services (ts) discussed possible causes and recommended performing a save to disk at the next follow - up. The cause of the out-of-range impedance measurements was not identified. The patient will be seen in clinic at a later date and a save to disk is planned to be obtained at that time. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient was not presenting to clinic for follow-up, however was being monitored via remote follow-up. Device data was reviewed and high out of range pacing impedance measurements continue to be observed. Capture was noted and shock impedance measurements were acceptable. No adverse patient effects were reported.